Event description:
It was reported that the sensor cannula may have fractured and remained in the user's body. The caller stated that he was unsure whether the sensor cannula remained in his body. The blood glucose reading was 300 mg/dl. The caller stated that, upon removal of the sensor, it was found that the cannula was not there. The user complained of pain at the insertion site. The caller was advised that it was unlikely that the sensor cannula had fracture, but rather, it may have retracted instead. The caller was advised to return the sensor for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and the sensor was broken near the sensor base with the broken part still attached. It could not be confirmed if the sensor was received in said condition due to the sensor being returned opened and used.